Manufacturer narrative:
Updated fields b4, g3, g6, h2, h6. Type of investigation. Investigation findings. Investigation conclusions h11: cath lab manager pia called to request a no charge replacement balloon she stated that a few weeks ago the physician could not pass the balloon thru the sheath and kinked two balloons the balloons were discarded no decon or visual inspection performed since product was not returned and could not be evaluated therefore we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in all iab risk files all iab ifus address the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit each iab manufactured is 100 percent inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow nonconforming device to be released based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Another name of initial reporter: (B)(6). Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that the balloon catheter had an issue when the cath lab manager stated that a few weeks earlier, the physician was unable to pass the balloon through the sheath, resulting in two balloons becoming kinked. The affected balloons were subsequently discarded. No harm or injury to the patient was reported.